Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 1.1 and 1.2 were not detected on bus after tried to recover them from a failed storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose row board cable connections to the drawer controller board caused the issue. A field service engineer had arrived on site, verified the failure on the station interface showing all pockets not detected, inspected the back panel, and confirmed good power and drawer connection lights. The engineer reseated the roll board cable connections for drawers 1.1 and 1.2, reassembled the back panel, and restarted the station. After the application launched, the engineer logged into storage space configuration and confirmed all pockets were detected on the bus. The escort successfully recovered both drawers and inventoried medications in the previously failed half-height quick-browse drawers, confirming full functionality. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 1.1 and 1.2 were not detected on bus after tried to recover them from a failed storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.